Event description:
The customer reported via phone call that they recurring motor error alarms during their basal rates. Customer's blood glucose was 232 mg/dl. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a battery out limit alarm on the insulin pump. Customer reported wearing the insulin pump through the airport scanner one month prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.